Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. In (B)(6) 2010, the patient presented with stable angina and a positive stress test. The first target lesion was located in the posterior descending artery (pda). This was treated with placement of two overlapping drug eluting stents a 24x2.25mm taxus liberte and a unspecified drug eluting stent. The second target lesion was located in the posterolateral branch. This was treated with placement of one drug eluting stent. Post procedure residual stenosis was 0% with timi 3 flow in the treated lesions. The patient did not receive a peri-procedural loading dose of a thienopyridine during this index procedure. One day post index procedure, the patient was noted to have an elevated cardiac ck-mb peaked at 21.0 and a cpk at 535. The patient was diagnosed with a peri-procedural myocardial infarction. The patient was kept for observation and the cardiac markers were noted to be trending downward. The patient was discharged the following day on clopidogrel 75 mg and aspirin 325 mg. In the opinion of the investigator, the peri-procedural myocardial infarction was mild in intensity, not related to the drug, possibly related to the device, and possibly related to the procedure. In (B)(6) 2011, the event was considered not related to the drug and possibly related and expected for the device.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).